Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; (B)(4) applies to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown bacl ofen 1000mcg/ml for a total dose of 150mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported on (B)(6) 2017 healthcare professional (hcp) suspected a cerebrospinal fluid (csf) leak, so surgery was performed to stop the leak. When got to the incision, it was noted the catheter had pulled into the subcutaneous space. It was noted they added a 8782 to the catheter spliced to the old catheter. It was noted they spliced the old catheter with 8782 and received great csf flow throughout the procedure. It was noted at the time of the report patient's status was alive-no injury and the issue was resolved. It was noted that surgical intervention did occurred. No further information was provided.